Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini system had invalid validation code. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini system had invalid validation code. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation on the actual device involved in the incident, it was determined that the validation code not working and was unable to issue the item. A technical support specialist (tss) assisted the customer and confirmed that the customer follow-up with the facility was arranged to provide the correct code. The system functioned as intended after the technical support specialist assessed the device.